Event description:
Event description cpi received information that this sweet tip bipolar lead (4269) was attempted implant several times, unsuccessefully. During the last attempt the helix broke, and was lodged in the endocardium. Another (4269) lead was implanted.